Event description:
The customer reported via phone call indicating that the insulin pump had a prime rewind anomaly. Customer's blood glucose was 469 mg/dl. Customer stated insulin is squirting out during manual process. After the troubleshooting was done, customer was advised that the change of infusion set resolved the issue. The customer also reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. Customer stated that she leaning up against the couch on the insulin pump. Customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone that she had an excessive no delivery alarm. The customer was unable to troubleshoot at time of call because of past events. The customer was advised to do complete set change as soon as possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. However, slight moisture damage was found at the keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. No unexpected low battery alarms noted. The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump has cracked case at the display window corners, display window, battery tube threads and with minor scratched lcd window.